Manufacturer narrative:
Continuation of d11: product ID 978b128 lot# va28l01 serial# implanted: (B)(6) 2020 explanted: (B)(6) 2020 product type lead product ID 3560022 lot# va27d63 serial# implanted: explanted: product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the most likely cause of the lead becoming detached/broken was the tension applied by the physician when pulling on the lead during the retrieval process.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va28l01, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Product ID: 3560022, lot#: unknown, product type: extension. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 14-apr-2022, UDI#: (B)(4) ; product ID: 3560022, serial/lot #: unknown, ubd: 14-apr-2022. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was undergoing a stage 2 procedure at the end of a stage 1 trial with an external neurostimulator. It was reported that the percutaneous extension migrated into the tunnel path of the contra lateral extension exit site. The hcp had to use the hemostat in an attempt to retrieve the lead from the pocket site. The lead detached/broke at the extension hook up site. It was unknown what caused the percutaneous extension to migrate out of the pocket site. The hcp explanted both the extension and the lead after the lead was damaged. The hcp then placed a new lead, tested it for response, and hooked up the battery. They patient had good response and had no impedance when tested.